Manufacturer narrative:
The investigation of heart valve damage and low pump flow has been completed. The pump was returned for analysis. Visual inspection found no issues on the pump. Data logs confirmed low flows immediately after pump ramp up with flows less than one liter. Suction alarms were confirmed. No motor current spikes outside of p level changes. The cause of the low flows issue and heart valve damage issue was most likely improper positioning of the device due to patient anatomy's structure. Positioning issues is captured under low flow failure mode. As noted in the impella instructions for use: impella cp with smartassist system section: impella catheter in papillary muscle ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: warnings & cautions: warnings "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.9 revised as yes was inadvertently omitted from device returned to manufacturer? Question on the initial manufacturer device report number 1220648-2024-25187. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25187 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2024-25187. Codes were added to health effect - impact code. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-25187.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. This is one of three medical device reports associated with this event. Refer to medical device report for impella cp serial number (B)(6) (pump 1) with date of event 11-dec-2024/identifier ending in (B)(6) and manufacturing report number 1220648-2024-25159 for impella cp serial number (B)(6) (pump 3).

Event description:
The user facility reported a patient with postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and immediately encountered positioning issue with mitral regurgitation that would ultimately lead to explanting the device. The patient had a small aortic arch and after the first impella cp implant that was unsuccessful, this second impella cp was attempted. After implant, suction alarms immediately occurred after starting and only resolved at p1. Flows would not go above 1 l/min. Transesophageal echocardiogram showed the catheter in nearly the exact location of the previous impella cp, in the papillary structures. Multiple attempts and maneuvers used to reposition, and, however, were unsuccessful. The impella cp pump continued to track to the same position in the papillaries causing mitral regurgitation. The patient was continued on low dose of primacor and epi. The decision was made to explant the impella but leave introducer in place in case an intra-aortic balloon pump (iabp) may be needed. The chest closed and dressed. However just prior to transferring the patient out of operating room, anesthesia noted the patient starting to require increasing doses of drips and rising lactate. The physicians requested one more attempt be made to place an impella cp device in catheterization lab to see if an optimal position could be achieved. However, this third pump attempt was unsuccessful as well. Ultimately, the decision was made place an iabp for at least some mechanical support. The patient was reported to be stable following the event.